Event description:
It was reported that cartridge alarm 20 occurred on pump and issue had occurred previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement, confirmed shipping address, provided instructions for storage mode and for entering pump settings and reconnecting continuous glucose monitor on replacement pump, and instructed customer to return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.